Event description:
The customer felt that her bg levels were rising so she checked and received a reading of 87 mg/dl. Almost eight hours later, she checked her levels again, which has risen to 316 mg/dl. She "noticed insulin leaking from the pod" and that the "cannula came out of the tissue site." There was no mention of what may have caused the cannula to become displaced. No add'l info was able to be provided as the customer had not documented any history of this device. The pod will be returned for eval.

Manufacturer narrative:
The pod was returned for eval - no mechanical problems were found that would have caused or contributed to the customer's high bg levels. The pod had performed as designed during testing. (Though the cause of the pulse width timeouts and high pulse width average could not be determined). Although no mechanical issue was confirmed, it is determined that the customer's high bg levels may have resulted from the cannula coming out from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the info provided in the report, it is unk when the cannula had become dislodged in relation to when bg levels began to increase. A review of lot qualification records was performed - the lot passed the acceptance criteria. Note: eval conclusions code pertains to a failure of the cannula to remain inserted in the customer's skin (not to a "mechanical" failure detected during testing).